Manufacturer narrative:
The pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was 267 mg/dl. A cartridge change was performed resolving the issue. Reportedly customer loaded cartridge with insulin from insulin syringes. Tandem technical support informed customer that this is off-label use.